Manufacturer narrative:
The glide scope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 3-4 and confirmed the intermittent image issue. The technical service representative noted that the camera housing was damaged and attributed the intermittent image issue to the damaged housing. The glide scope avl video baton 3-4 blade was scrapped, and a replacement was sent to the customer. No corrective action is required at this time verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glide scope avl video baton 3-4, the image intermittently distorted when the cable was moved. The cable was reported as appearing worn and bumpy. No delay in the procedure, use of a backup device, or harm to the patient, or user was reported.